Event description:
The legal papers claim the humeral implant was mispackaged and the pt was injured due to receiving a 48mm implant; packaged as a 46mm. Revision date not specified. No age or size info will be provided due to legal proceedings.